Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the staff was unable to deflate the balloon with the syringe during removal. The catheter was cut in attempt to drain the balloon but was also unsuccessful. The patient was taken to surgery for catheter removal. The patient also experienced difficulty removing another catheter from a different lot number which was removed by manual manipulation through her vaginal tissue.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the staff was unable to deflate the balloon with the syringe during removal. The catheter was cut in attempt to drain the balloon but was also unsuccessful. The patient was taken to surgery for catheter removal. The patient also experienced difficulty removing another catheter from a different lot number which was removed by manual manipulation through her vaginal tissue.